Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 37752, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was pain at the battery pocket. As a result, the system was explanted. Follow-up determined that the patient began feeling pain at the implantable neurostimulator (ins) site on (B)(6) 2015 during follow-up. The cause was not determined. The patient experienced tenderness over the ins site without erythema, swelling, or warm temperature. No other information was provided. This event will be updated if additional information is received.